Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a detached sensor wire 3 days after it was inserted in the arm. On (B)(6) 2024, the patient received an alert to ¿remove and insert a new sensor.¿ upon sensor removal, the sensor wire detached from the sensor pod and remained in the skin. On (B)(6) 2024 a follow up call made by technical support to the patient stated that on (B)(6) 2024, the patient consulted a surgeon who provided exploratory surgery at the sensor insertion site, but no sensor wire was found. At the time of the follow up report the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).